Event description:
It was reported that after several attempts to place and fixate the atrial lead, the helix did not extend properly and appeared to be bent. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.